Event description:
It was reported that the physician had difficulty removing the guidewire from the left ventricular lead during the implant attempt. While attempting to remove the guidewire, the styler perforated the lead. The lead was removed and a new lead was successfully implanted.